Event description:
It was reported that the remote collimator will not adjust on the 2600 system. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The remote collimator assembly was removed and replaced. The system was tested and found to be working as intended. Sys returned to service.